Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhz765 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? This medwatch report is in response to receipt of maude event report mw# 5094254.

Event description:
It was reported that a laparoscopic procedure on (B)(6) 2020 and suture was used. During fascia closing, the suture needle broke. The broken needle was retrieved from the patient. X-ray showed no retained metallic foreign body. There were no adverse patient consequences reported. Additional information was requested.